Event description:
It was reported an air embolism occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman fxd double curve access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) was selected for use. The transesophageal echocardiography (tee) probe was inserted, and the venous introducer sheath was introduced. After confirming the absence of thrombus in the laa, transseptal puncture was completed, and 8,000 units of heparin were administered. An amplatz super stiff wire was advanced into the pulmonary vein, and the transseptal sheath was exchanged for a watchman fxd double curve access system. A pigtail catheter was then used to access and visualize the laa in two planes via contrast angiography. Following consultation with attending physicians, a 27mm wds was selected. The delivery system was flushed per boston scientific (bsc) guidelines and inserted into the was sheath. Air clearance was confirmed via angiography. Upon deployment of the flx ball, small air bubbles were observed in the laa on tee. The physician immediately aspirated the was sheath and identified that the was sheath had retracted over the device wire, causing a molding defect in the flx ball. It was also noted that the connection between the was sheath and the wds was unstable, becoming loose and detaching multiple times during the procedure. Despite the presence of air bubbles, the closure device was successfully positioned, and the air was trapped within the laa. The patient remained hemodynamically stable throughout the procedure. After the procedure, the was sheath and wds were re-tested on the operating table. The disconnection issue recurred, suggesting that the connection points may be worn or incompatible. Both components were retained and will be submitted for further evaluation.

Manufacturer narrative:
Device evaluated by MFR.: a watchman flx delivery system (wds) was returned for device analysis along with the watchman fxd curve access system (related report). The wds was visually and microscopically examined. Visual inspection revealed numerous kinks in the sheath. Microscopic examination found tip damage as the tri-cuts were flared, and abrasions were within the sheath tip. Functional testing was completed by attaching a syringe filled with water, and positive/negative pressure was applied with the valve open and closed. The device was able to be flushed properly. The delivery system was advanced through the returned access system, and the hubs were snapped together. An audible snap was heard. However, the delivery system hub fell out of the access system. The hub of the delivery system that snapped into the hub of the access system was measured with a calibrated caliper and compared to specification. The caliper was locked as the closest resolution to the low end of the specification. The hub easily slid through the caliper. Research and development engineering performed a keyence measurement of the hub. The keyence measured 0.2493. Product analysis confirmed the reported device incompatibility as the measurements performed indicate the device is out of specification (oos). As product analysis indicated the hub was oos, the supplier of the y valve (heraeus) was notified. The parts were shared with the supplier for confirmation of the potential non-conformance. The supplier inspected the parts with a calibrated ring gauge. The parts did not pass through the ring gauge, therefore showing conformance. Heraeus also confirmed that all applicable inspections took place. The reported oos was not confirmed via the supplier. Although this report is for a watchman delivery system, we are notifying you of the field action for product advisory on the watchman access systems since these two components are used together in left atrial appendage closure procedures.

Event description:
It was reported an air embolism occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman fxd double curve access system (was) and a 27mm watchman flx laa closure device and delivery system (wds) was selected for use. The transesophageal echocardiography (tee) probe was inserted, and the venous introducer sheath was introduced. After confirming the absence of thrombus in the laa, transseptal puncture was completed, and 8,000 units of heparin were administered. An amplatz super stiff wire was advanced into the pulmonary vein, and the transseptal sheath was exchanged for a watchman fxd double curve access system. A pigtail catheter was then used to access and visualize the laa in two planes via contrast angiography. Following consultation with attending physicians, a 27mm wds was selected. The delivery system was flushed per boston scientific (bsc) guidelines and inserted into the was sheath. Air clearance was confirmed via angiography. Upon deployment of the flx ball, small air bubbles were observed in the laa on tee. The physician immediately aspirated the was sheath and identified that the was sheath had retracted over the device wire, causing a molding defect in the flx ball. It was also noted that the connection between the was sheath and the wds was unstable, becoming loose and detaching multiple times during the procedure. Despite the presence of air bubbles, the closure device was successfully positioned, and the air was trapped within the laa. The patient remained hemodynamically stable throughout the procedure. After the procedure, the was sheath and wds were re-tested on the operating table. The disconnection issue recurred, suggesting that the connection points may be worn or incompatible. Both components were retained and will be submitted for further evaluation.